Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the femoral artery was attempted using the starclose se device. Reportedly, the tissue tract was prepped by making 5-7mm incision at the sheath site and the tissue track was spread all the way down to the vessel. However, after clip deployment, the device became stuck in the vessel and could not be removed. An attempt to remove the device after unlocking the clip delivery tubeset with from the access ports and safety release were unsuccessful. The device was removed with applied force. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the starclose se device clip was fully deployed. Inspection of the returned device suggested that the locator wings were bent initially during thumb advancer deployment, preventing the locator wings from fully collapsing into the clip delivery tubeset when the clip was fired. The failure of the locator wings to completely collapse into the clip delivery tubeset directly resulted in the difficulty encountered removing the device. Scratches were observed on the surface of the proximal ring and pusher body, suggesting that a sharp surgical tool was used to pull the locator wings out of the artery. In addition, the returned condition of the device indicated that the access ports and safety release were utilized to facilitate the device removal, as indicated in the instructions for use (IFU). The operator did not apply counter-traction and assertive pull as instructed in the IFU, instead excessive pulling force was applied that resulted in all four of the locator wings becoming detached from the distal retaining ring. The detached locator wings remained securely attached within the locator. The IFU, under closure procedure section states that if resistance is met upon removal of the device follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number 3 exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the body of the patient, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. Apply manual compression to achieve hemostasis, if required. Possible contributing factors for bent locator wings that resulted in difficulty removing the device after clip deployment included, but not limited to, manufacturing deficiencies, challenging patient anatomical conditions, and operator deployment techniques. The locator wings are inspected for proper assembly during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect operator deployment techniques which could have contributed to bent locator wings. Although, there were no challenging patient anatomical conditions reported, based on manufacturing inspection criteria and analysis of the returned device, the probable cause for bent locator wings is tissue compaction that exerted a distal force on the locator wings while in the tissue tract. Tissue trapped between the distal end of the clip delivery tubeset and the locator wings can bend the locator wings and eventually break them during forceful removal. No manufacturing or quality deficiency was detected. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for difficulty encountered removing the device. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested. In addition, a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.